Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to address bg. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Reportedly, customer continued using pump for insulin therapy.